Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an integrated circuit anomaly which resulted in an output anomaly.

Event description:
Additional information, it was reported that (B)(6) 2012 the patient received a new pulse generator. Upon interrogation the atrial lead exhibited high impedance and intermittent sensing. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.